Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10-feb-2026, an arthrex subsidiary employee reported via email that an ar-5210 tensionloc collar and plug implant (10 mm) experienced an issue during a procedure performed on (B)(6) 2026. A portion of the collar broke while it was being hammered in. The broken piece was removed using an elevator, and a replacement ar-5210 implant was successfully inserted. The procedure was completed without significant delay. No additional anesthesia was required, and no patient harm was reported.